Event description:
It was reported that a patient underwent generator revision surgery due to the observation of an eri= yes flag which indicated that the generator was reaching end of service. A battery life calculation was performed and it revealed that the device had approximately 0.32 years until eri= yes, indicating that it may be reaching end of service. The generator was explanted and replaced. The explanted generator was returned to the manufacturer for evaluation. During product analysis, it was found that the measured battery voltage was below the specified level. This indicated an increased consumption for the device due to a leaky capacitor, c6. However, results of the longevity prediction confirm that the generator was approaching the elective replacement indicator, 0.32 years to eri. As a result, the extent to which the c6 capacitor may have contributed to the end-of-service condition cannot be determined. The DHR for the generator was reviewed and all specifications were met prior to release.